Event description:
It was reported that the camera head had noise in image during set up / inspection for use for a procedure. The procedure was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loose cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the additional malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.